Manufacturer narrative:
(B)(4). One used space pump IV set, without packaging, was received for eval. The set was subjected to an air pressure (leakage) test according to specification with acceptable results. Both ultrasite y-sites on the set were then accessed with a syringe, and the set was then re-tested. During this test, leakage was observed at the piston area of the proximal ultrasite valve. The proximal ultrasite valve was then cut apart and no abnormalities or anomalies were observed. There were no missing components or damages noted. Based on the results of this investigation, a definitive conclusion could not be made regarding the cause of the reported event. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or involved ultrasite valve material number. If add'l pertinent info becomes available, a f/u report will be filed.

Event description:
As reported by the user facility: reports leakage at the upper y-site. Solution began to leak out despite nothing being connected to the site. The medication used was a chemo drug. It is unk what drug; it was a study drug.